Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the revision surgery. The patient is scheduled to undergo explantation on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-jan-2021, mentor received additional information regarding the replacement device. The replacement device is an unspecified allergan breast implant. On 7-jan-2021, mentor received additional information regarding the suspected medical device. A healthcare professional from the doctor's office informed that the device will not be sent back to mentor. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-dec-2020, mentor received additional information regarding the diagnosis of the patient's symptom. A healthcare professional reported that the diagnosis of deflation was confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a revision breast augmentation with a 425cc mentor siltex round moderate profile prosthesis and experienced postoperative left-sided deflation. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date.